Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected, with the fill estimate shown as static despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on why this issue might occur and explained that the fill estimate would resume once the insulin amount reaches the displayed static number. The caller acknowledged this information.